Event description:
It was reported that ten days post implant, the patient showed "strange" rhythms on an ECG and felt poorly with any type of exercise. The patient had an underlying rhythm of 40 bpm. Bipolar r-waves were measured at 2-3 mv. The ventricular lead was found to be dislodged. The lead was successfully repositioned. The patient was not pacemaker dependent.